Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had the device done (implanted) in tampa, fl, but then they were on disability and their mom got cancer so they moved back to iowa to help their mom. Patient said that they just had all kinds of problems before they left with the device working. Pt said that the ins battery pack had shifted immediately upon the ins being implanted, so they couldn't walk. Pt said that the ins was on top of their skull. Pt said that they had requested a physicians listing a long time ago and that out of the 10 doctors on the list not one of them handled their device. Pt wanted an updated physicians listing via e-mail and regular mail. Pt said that they were really sick and thought that the ins was all infected. Pt said that they always did have problems as soon as the ins was implanted. Pt said that they had issues charging the ins since the ins slipped and they also had an appendix scar that kind of crossed over. Pt said that they were so bloated around and that it was infected. Pt said that their head and back and everything was infected. Pt said that they had a migraine and a brace on their neck and that they couldn't breathe. Pt said that hcp left the practice and went into research. Pt wanted their medical records. Agent reviewed with the pt that the manufacturer does not have their medical records and that they would need to contact hcp's office. Pt said that the reps at hcp were outstanding and that the reps in iowa city never called them back or their phone was disconnected. Pt said that the reps would meet them at the cancer unit where their mom was getting radiation and they would be told that the rep would be back in like 4 hours. Pt requested a rep. Agent reviewed rep role with the pt and redirected pt to hcp. Pt kept insisting about getting a rep from iowa city over the phone. Pt said that they have an appt with their regular hcp on friday and that they were sure hcp would admit them to hospital due to their condition. Based on the implant date, agent understood that the ins would be expected to be at eos as well.